Manufacturer narrative:
Updated d9 as product was received. The affected device has been received and the investigation is completed. A follow up report will be submitted once additional information has been completed. H3 other text : device received with pending investigation.

Event description:
It was reported that the device displayed the error code 354.6670. It was additionally reported that there was a loose screw inside the device. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor causing error 354.6770. Observed cracked cover/housing, barrel clamp and handle. Performed unit calibration. Testing of the returned alaris¿ pump model 8100 confirmed faulty bottle side pressure sensor. Root cause: based on the findings, the service determined that the reported issue was due to an electrical failure of the pressure sensor. Device history record: a review of the device history record showed the device had a manufacture date of 25 apr 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device displayed the error code 354.6670. It was additionally reported that there was a loose screw inside the device. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed the error code 354.6670. It was additionally reported that there was a loose screw inside the device. There was no patient involvement.